Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient has dolphin bed for known pressure injury. Floor nurse reports bed was deflated and in stand-by mode for the last two nights. Unit is currently plugged in to the bed. Agiliti was contacted earlier this week for another dolphin bed in another patient room and stated this is a known issue. Call was made to agiliti again this am to report this patient's bed issues to have them re-check it. Device failed. Complaint # (B)(4) was entered into our system.